Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope was reprocessed multiple times but kept failing the elevator portion of the test. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found loose elevator channel plug, cuts on pink rubber, ultrasound image has broken elements, and removed bending section cover or distal sheath glue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to h10 of the initial report, the reported event was not confirmed as the scope was not microbiologically tested by olympus. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. As a result of confirming contents of instruction manual, following sections describes about reprocessing procedure: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.